Event description:
On february 17, 1997 pt received a permanent pacemaker following aortic valve surgery. Initial implant was performed by CT surgery. Routine ekgs showed poor sensing of venticular lead. (This problem usually relates to poor lead positioning at the time of implantation.) At the time that this pacemaker system was evaluated, the poor sensing contributed to a cardiac arrest. The pt was successfully resuscitated. When pt was taken back to the or to reposition the lead, serosanguineous fluid was noted in the lead, indicating the lead insulation was not intact. Lead was removed and given to medtronics' representative. The problem with the lead could have been a result of a mfg error, however, it more likely represents inadvertent mishandling at the time of implantation.